Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as burning, itchy, and oozing under the left te pad on back. The patient¿s physician prescribed a medication for the wound. Follow up indicated that the wound improved.